Event description:
Consumer complaint of blood result reading of "lo". Another test performed also read "lo". Last 5 tests in memory: "lo", "lo", "lo", "lo", "lo". Customer normally reads between 90mg/dl and 110 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (08/10/2014).

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip oruser's test strip had poor fill.

Event description:
Consumer complaint of blood result reading of "lo". Another test performed also read "lo". Last 5 tests in memory: "lo", "lo", "lo", "lo", "lo". Customer normally reads between 90mg/dl and 110mg/dl. No adverse event reported.